Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he currently had a high blood glucose of 428 mg/dl. Customer stated that the pump was not delivering bolus correctly. Customer had bumped the pump earlier and did not see any damage. Customer tried to bolus in the air and nothing came out. Customer has not received any alarms. Customer's blood glucose at the time of the incident was 318 mg/dl. Customer treated with a corrective does in a syringe. Customer noticed that he was going high when he ate around 6 pm. The insulin pump failed the high pressure test for a second time. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.